Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that liner impactor tip won¿t separate from adapter tip. The product was returned to depuy synthes for evaluation. Visual inspection of the returned sample found that the device was returned assembled with mating device. Disassembling was possible applying excessive force. The observed condition of the device can be attributed to unintended user error by usage of excessive force and overtightening, care must be taken when assembling mating device. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique (B)(4). Rev. E was reviewed and the following relevant statement for liner impactor tip assembly and disassembly was found at page 20: position the liner implant into the shell. Align the ard¿s tabs with the corresponding scallops on the shell. Select liner impactor tip that corresponds to the liner implant ID size. Thread the liner impactor tip onto the metal adaptor until secure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed disassembling mating devices and excessive force was needed. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip adpt would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that liner impactor tip won¿t separate from adapter tip.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.